Manufacturer narrative:
Concomitant medical devices: 5076-45, lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and eventually asystole, and the right ventricular (rv) lead exhibited intermittent loss of capture. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.